Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was hard to crank during surgery. The skin would get stuck and does not roll out with the courier. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher one time. The last repair was (B)(6) 2017 where it was reported that handle/connection stud was stripped and the ball detent, roller, worn bushings, worn side plates, and gears were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher revealed that the calibration was within specifications and the device produced a passing sample mesh. The latching pins were worn and the feet were damaged. The complaint of hard to crank could not be duplicated. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the feet and latching pins. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was also noted that latching pins were worn and the feet were damaged. The root cause of the reported event could not be specifically determined with the information that was provided since during initial inspection the technician could not duplicate the reported event. The device functioned as intended after replacement of the feet and latching pins. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.